Event description:
Pt was is surgery for aortic valve replacement. Sutures were placed in the annulus of the prosthesis. Dr was using a #23 valve seating proved to be technically difficult. Whie using a freer elevator, it slipped and tore one of the leaflets. Began to prepare another prosthesis. Tight fit in the annulus. Apparent that the aortic root had torn in the noncoronary cusp and there was a 5 to 6 mm separation between the 2 edges of the aortic root which were being held apart by the now taut annulus around the prosthesis. Pt also had an aortotomy. Also had bleeding diathesis.